Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported infection could not be determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use.

Event description:
It was reported by the aci distributor that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the cfa (common femoral artery) via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 5,000 units of heparin. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient presented to the physician's office on (B)(6) 2013 (post-op day 7) with an infected abscess at the access site. The patient was taken to the hospital where pus from the access site was drained and a surgical cut down was performed to remove the "remaining" peg. An infection (staphylococcus aureus) was noted at the access site. The patient was given IV antibiotics (cefazolin). The cfa was not infected. The patient was discharged from the hospital on (B)(6)2013.